Event description:
A caller reported an issue related to incorrect time settings on their device, which did not cause any adverse impact on the customer's blood glucose level. Customer technical support assisted the caller in updating the pump time. The caller was advised to monitor the device for any recurring time discrepancies and to follow up if the issues persisted. The caller understood and acknowledged the instructions provided.